Manufacturer narrative:
Follow-up #1: date of submission 10/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/03/2015 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked above and below the bumper pad. The battery cap had stripped threads and was unable to fully attach to the pump. The pump completed a 24 hour duration test. The display screen was discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power issue. The reporter stated that the battery compartment was cracked but there was no evidence of moisture or corrosion in the pump. No damages to the battery cap was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.